Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h11. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. X-rays were provided in the journal article; however, it is unknown if they are related to this patient. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown head unknown. G2: foreign: china. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: li, x., zheng, t., du, l., wei, s., guo, y., & jia, y. (2025). Surgical outcomes of total hip arthroplasty with paavilainen osteotomy in patients who have high developmental hip dislocation: mean 4.4-year follow-up. The journal of arthroplasty, 40(5), 1246-1251.

Event description:
It was reported in a journal article that the purpose of the study was to evaluate the paavilainen osteotomy approach in total hip arthroplasty for patients with hip dysplasia. The study reviewed 44 patients, 51 hips. Using the modified hardinge approach while preserving the femoral insertion point of the gluteus medius with the osteotomy level positioned above the lesser trochanter and a deeper placement of the femoral stem using the tantalum trabecular cups and wagner cone stems, along with competitor head and cerclage wires. The study population had a mean age of 47 years at time of surgery with a range of 30 to 66; 3 males and 41 females. Radiographic follow-up was conducted at three months, six months, and annually thereafter with a mean length of follow-up for 4.4 years (range 1.97 to 6.94 years). The study reported two patients had dislocated within the period of 3 days to 2 weeks and postoperatively and successfully treated with closed reduction with no further dislocation.